Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and there was blood in/on the helix/lobe mechanism. It was noted that there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation was breached cut. It was noted that the steroid ring was damaged during analysis.

Event description:
It was reported that the implanted lead became dislodged and a new lead was attempted to be implanted. The second lead was not implanted as noise was observed on the analyzer. No patient complications were reported as a result of this event.